Manufacturer narrative:
On 26-jan-2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection, leak test, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the tissue expander. Leak testing was performed in accordance with mentor's procedures. Findings revealed a tear on the union between shell and posterior patch. A microscopic examination was performed, and the cause of the tear could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: according to the product insert data sheet, it is possible to damage the tissue expander during insertion. Ensure that excessive force is not applied to a very small area of the shell during insertion of the device through the incision. Instead, apply force over as large an area of the tissue expander as possible. Avoid pushing the device into place with one or two fingers in a localized area, as this may create an area of weakness on the shell. In addition, an incision should be of appropriate length to accommodate the style, size, and profile of the tissue expander. This will reduce the potential for creating excessive stress to the tissue expander during insertion, and will avoid the risk of damage to the tissue expander. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast surgery with a 275cc ce med height te tissue expander and experienced deflation (unknown side) postoperatively. As a result, the patient underwent removal and replacement with an unspecified breast implant on unspecified date. The event date was estimated as (B)(6) 2021 based on available information. Multiple attempts were made to obtain further clarification regarding this event. However, no additional information has been received. If additional information becomes available in the future, a supplemental report will be submitted.

Manufacturer narrative:
On 5-jan-2021, mentor received additional information regarding the suspected medical device, the explantation date, and the event date. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The explantation date was (B)(6) 2021. Initially, the event date was estimated as (B)(6) 2021 based on available information. However, additional information revealed that the event date was sometime in (B)(6) 2021. The event date was estimated (B)(6) 2021. The relevant fields have been updated. Manufacturer's reference number: (B)(4).